Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019, regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019, for unrelated pain, and the pump had been stalled since then. The patient did not have the pump checked post-MRI and (B)(6) 2019, was the first day the pump was interrogated. No recovery had occurred and it had been greater than two hours since the patient exited the MRI field. It was noted that the patient experienced possibly symptoms of withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that after waiting approximately 20 minutes, the pump was interrogated again and the pump had recovered after the second interrogation. The doctor confirmed that there was no further action needed and the patient was doing good in relation to his pump. The patient's weight was unknown. No further complications were reported.